Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports gloves tear at pulling over handle. The lite glove was too tight when placing on the devon handle. The tear was found during set up and a new glove was placed. No patient involved. Sample will be returned.